Event description:
It was reported by a non-medical professional that after discectomy and fusion at l5-s1, pt had pain in his lower back. An MRI taken approximately two months post op showed that a screw head (from an instrument) was inside the pt. A revision surgery was performed approx 8 months post op to remove the screw head.